Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports their transmitter was not working. The patient reports their blood glucose level was high while in manual mode during wear of the pod. Once at the hospital the patient was transferred to the intensive care unit (ICU). The patient was treated with intravenous fluids and insulin. The patient was prescribed insulin. The patient was released from the hospital after 1 day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.